Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant medical products: carto 3 system, model # m-4800-01, s/n: (B)(4); smartablate generator, model # m-4900-07, s/n: (B)(4); soundstar eco catheter, model # m-5723-16, s/n: (B)(4). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smart touch unidirectional catheter and suffered a st segment elevation and air embolism. During the procedure, the smart touch catheter stopped displaying the temperature value. As a result, it was replaced with a similar catheter, and the case continued. Soon thereafter, it was noted that the patient¿s st segment was elevated on three leads (ii, iii and the augmented vector foot), and an air embolism was suspected on the left side of the heart. The st segment elevation resolved on its own, and the patient recovered from the air embolism without further intervention. The physician¿s opinion regarding the cause of the event is that occurred during insertion of the second catheter. No extended hospitalization was required as a result of this event. The sheath in use at the time of the event was not a biosense webster product.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smart touch unidirectional catheter and suffered a st segment elevation and air embolism. During the procedure, the smart touch catheter stopped displaying the temperature value. As a result, it was replaced with a similar catheter, and the case continued. The returned device was visually inspected and was found in good condition. Per the reported event, the catheter was evaluated for electrical resistance. The thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section, creating an intermittence of temperature. After that, a deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding no temperature has been verified. However, the temperature failure is not related to the air embolism experienced by the patient, and the root cause of the air embolism remains unknown.